Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The tubing from the sensor board to the porting block adaptor was found to be loose. The tubing was reconnected to address the issue. The device had physical damage consistent with being dropped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.